Manufacturer narrative:
Final analysis found loss of output and telemetry due to the device battery level dropping below end of life (eol) level. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.